Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: sample and photos were provided to bdj and show leakage from rubber sleeve. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: confirmed. Np needle did not have bevel and sleeve had holes in it. Although investigation can't be exact without lot #.

Event description:
It was reported that bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had blood leakage from rubber sleeve. No injury or medical intervention.